Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00085. A customer reported: "I have a brain shunt, and I've had it since I was a baby. And now in recent years, it keeps failing on me. My most recent surgery was in (B)(6) this year. I remember that it was (B)(6) 2023, and I was calling to see because the valve is the thing that keeps messing up on me." Additional information: "the integra's complaint handling supervisor called and spoke with the customer on (B)(6) 2025. The customer stated that she has had valves since she was 6 months old. The first valve lasted her until she was 17 years old (type of valve unknown), she had a second, placed after that. She did not remember the type of the second valve, when it was explanted and why it was explanted. She had a third valve placed confirming it was the codman certas plus which was implanted in (B)(6) 2023, and it was explanted in (B)(6) 2025 as she was found unconscious in her apartment. In (B)(6) 2025 a new codman certas plus was implanted. Since the new one was implanted, she has been experiencing slight dizziness and low energy that she attributes to side effects of brain surgery."

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve (unknown ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.